Event description:
The pt's explanted device was sent to cochlear americas without prior notification. Info has been requested, but has not yet been made available.

Manufacturer narrative:
This report filed, this type of event is addressed in the device labeling.